Event description:
On 13th october, 2023 getinge became aware of an issue with one of surgical lights - hled 500. Based on photographic evidence the protective film of the keypad was damaged with missing particles. It was stated by technician the defect was discovered during preventative maintenance and is was caused by wear and tear through use. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled 500. Based on photographic evidence the protective film of the keypad was damaged with missing particles. It was stated by technician the defect was discovered during preventative maintenance and is was caused by wear and tear through use. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to a damaged keypad membrane, resulting in missing particles, which contributed to the event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered by getinge technician during annual maintenance. Comparing the number of claimed devices to the number of sold devices worldwide, we find that the failure ratio is low for the issue of damaged keypad membrane. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the investigated issue on powerled and hled surgical lights, there is no event which led to the serious injury due to keypad membrane damaged. As stated by the subject matter expert at manufacturing site concluded that the keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual (powerled¿s IFU 01581 rev. 9, pages 20-22) mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).